Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29, multiple deployment attempts were made to land the valve at an adequate depth, along with adjusting the temporary pacing speed, but were unsuccessful. On the first two deployment attempts, the valve dislodged up and out of the annulus. The next two attempts, the valve dropped down into the ventricle and was recaptured each time. Ultimately, the physician decided to switch to a non-medtronic valve, which was successfully deployed. The procedure was delayed by approximately 30 minutes due to the positioning difficulties. Patient anatomy, including tortuous anatomy, contributed to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.